Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked along the side on the threads. There was moisture observed under the display. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and additional moisture was observed inside the pump. Unrelated to the complaint, investigation revealed a dim, fading, discolored display.